Manufacturer narrative:
H10. H3, h6: the reported 13.50 x 2.4mm flexible passing pins (4), used in treatment, were returned for evaluation. Three additional unused passing pins were also returned. Visual assessment of the used passing pins confirmed the reported breakage. Approximately 1.5 inches of the distal end of each passing pin has broken off and were returned. There are no material voids present at the break area. Each of the passing pins are bent to varying degrees, one is dramatically bent, this pin is also heavily scored at the broken tip and proximal end. Dimensional assessment of the guidewires diameter was found to meet print specification. The condition of the guidewires indicates they were subjected to excessive forces during use resulting in the reported failure. Per the device instructions for use under ¿precautions¿ as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. The report numbers of the three other mentioned devices are: 1219602-2020-00131, 1219602-2019-01534 and 1219602-2020-00132.

Manufacturer narrative:
H6: the reported flexible passing pin, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the passing pin broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the passing pin during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during a procedure the passing pin was breaking in half. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.